Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2005 - the pt underwent incisional ventral abdominal hernia repair via preperitoneal approach with a kugel patch. On (B)(6) 2006 - the pt underwent an abdominoplasty with placation and manipulation of the kugel patch where the edge was "flipped sideway" this was put back into the correct anatomical position. On (B)(6) 2007 - office visit, the pt presented with continued problems in the left lower quadrant and increased bulginess. On (B)(6) 2008 - the pt underwent diagnostic laparoscopy, opened recurrent incisional ventral hernia repair with a kugel patch. On (B)(6) 2011 - office visit, the pt presented with chronic abdominal pain, moderate amount of fecal material in the colon, but no evidence of small bowel obstruction. Pt was give a one-week trial of (B)(4) to see if it helped with abdominal discomfort.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the alleged event. The medical records note that the mesh was "flipped sideways", there was a surgical intervention to correct it. The mesh appears to remain implanted; therefore no sample has been returned for evaluation. Based on info provided, no conclusions can be drawn.